Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. The top case was chipped and cracked. The ear clip had a piece broken off. Functional and delivery testing was conducted. There was a check clutch/ plunger lever error identified in event history log review. Check clutch was verified during occlusion tests. The reported issue was confirmed. The root cause of the reported event was determined to be normal wear and tear due to device age. Ear clip damage was customer induced. The following actions were taken: replaced left and right clutch halfs. Other repairs included: replaced top case, right plunger case, ear clip, position pot and carriage (cracked), leadscrew, device passed all functional and device testing after repairs.

Event description:
It was reported that the device syringe barrel clamp/flange clutch were broken. No patient injury was reported.